Event description:
Customer reported via phone call that insulin was squirting out of the tubing during manual prime and the motor sounded like it sped up. Customer stated there was not moisture at the tubing connector and no gap could be seen between the reservoir and the piston. Blood glucose value was 180 mg/dl. Customer was instructed to hold the act button until insulin begins to exit; insulin did not continue to drip after letting go of the act button but the motor did not slow down nor did numbers ramp up on the screen. Customer stated that the insulin pump was stuck in the prime menu. The drive support cap is normal. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a protruded/loose drive support disk, a cracked display window, a cracked case at the display window corners, a cracked reservoir tube lip, a missing end cap sticker, and missing address/serial number label. The pump gave an alarm during the basic occlusion test due to the protruded/loose drive support disk.